Event description:
Reporter states the pt tested 9.2 mmol/l and hi on the inform system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system; however, no product was returned for evaluation.

Manufacturer narrative:
Event occurred in another country.